Event description:
During a routine breast biopsy procedure, the stereoguide c-arm inadvertently moved causing pt injury. The pt undergoing the procedure sustained a tear originating from the initial needle insertion point and terminating inferiorly, approx 6cm. The pt underwent surgery following the incident for vessel and tissue repair. Pt was released from the hosp after 1 day. No further complications have been reported. Prior to initiating the biopsy procedure the c-arm "lock-out" safety was not utilized as instructed in the operator's manual (leaving the c-arm vulnerable to movement).